Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. There were adverse patient effects reported. The right ventricular (rv) lead was explanted.